Event description:
My 2018 periods have been uncomfortable due to the itchiness and irritation around my vaginal while the tampon was inside of me. My aunt got me pads because of the pain I was feeling while they were inside as well. In (B)(6) one got stuck inside of me. I sat in the tub to get it out. I changed my diet to pescatarian due to the discomfort back in (B)(6) , but continued the tampon use and still felt the same. Reason for use: cycle.